Manufacturer narrative:
Additional information received reported the patient did not have an adjustment or MRI while the device was implanted. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the patient did not have an adjustment or MRI while the device was implanted. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve failed and was explanted. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.